Event description:
It was reported that the customer received a button error on the insulin pump. Customer's meter has been showing he was over 200 for a number of test. Customer had low blood glucose, 30mg/dl. Paramedics were called and customer was treated with glucagon. Advised the customer to discontinue use of the insulin pump and revert to back-up plan. The blood glucose reading was 136mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.